Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could not move because the implantable neurostimulator (ins) turned off and the implantable neurostimulator recharger (insr) was lost. There was a loss of therapy. This began between the day of the report and 2 days ago. A new recharger was requested to be expedited.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.